Manufacturer narrative:
The customer¿s report of a leak was not confirmed. Visual inspection showed no obvious damages or issues. Functional and pressure testing resulted in no leaks. The root cause of the reported event was not identified.

Event description:
The customer reported that a texium valve leaked at the connection to the smartsite on a hydration line that was infusing on a patient. There is no report of patient harm.